Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the guidewire was unable to advance in the left ventricular (lv) lead. The event was resolved by replacing the lv lead. The patient was in stable condition.